Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: a visual dimensional and functional inspections were performed on the returned device. The reported deflation issue was unable to be confirmed. It should be noted that the nc trek rx instructions for use states: 60% contrast medium diluted 1:1 with normal saline. In this case, the use of a 1:1 contrast and blood mix solution to prep the device appears to have contributed to the reported deflation complaint. The investigation determined the reported deflation issue appears to be related to user error. The noted inner/outer member damage appear to be related to operational circumstances of the procedure. In this case, based on the reported information, it is likely that the contrast solution mix used in the procedure was too thick causing slow deflation. In addition, the balloon was not allowed enough time to fully deflated during retraction causing the inner/outer member to stretch at the mid-lap seal and guide wire notch further constricting contrast flow resulting in the deflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left main artery. A 5.0x15mm nc trek balloon dilatation catheter (bdc) was prepped per the instructions for use. The balloon of the bdc was inflated once; however, could not deflate completely during post-dilatation. A negative was held for about two seconds in an attempt to deflate the balloon, but it only partially deflated. The bdc was removed with the balloon partially inflated. The contrast mix was 1:1 with blood. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.